Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side ¿deflated/textured". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, opening, crease fold, brown particles inside of the device. Leak test was performed, and found opening on posterior. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as unidentified (tear) opening.

Event description:
Healthcare professional reported, left side ¿deflated/textured". Device has been explanted and replaced.